Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2018, that on approximately (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm. The patient¿s health care provider reported that the patient had experienced redness caused by the sensor adhesive. The patient¿s mother provided additional information. Patient¿s mother stated the skin reaction occurred approximately 3 days after sensor insertion. The affected area was located at the sensor insertion site around the adhesive. A red rash seemed to be eating away the top layer of the patient¿s skin. The reaction was oozing green pus and smelled foul, like decay. Before the sensor was inserted, the area was prepped with adhesive barrier wipes. The skin reaction was treated with bacitracin and triple antibiotic cream. After being aired out, lotion with tea tree oil was also applied to the affected area. On (B)(6) 2018 the patient¿s mother called a health care provider and reported redness at the sensor site, however the patient was not seen by the doctor and nothing was prescribed during the call. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.